Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25 alarm noted during testing. Low battery alarm noted then power error 25 alarm was triggered and noted in the download formatted history file due to intermittent non-sleep anomaly software error. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, cracked case at battery tube side and keypad overlay texture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a power system error. The customer¿s current blood glucose level was 12.3 mmol/l at the time of the incident. The customer reported insulin delivery problems. The customer stated the insulin pump had been worn during and x-ray while having a surgical procedure. The customer did not troubleshoot the issue. The customer was advised the insulin pump will be replaced and backup plan will be needed. The insulin pump will not be returned for analysis.